Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a broken irritation under the lifevest equipment. Patient described as tripping and falling with the lifevest on and getting a few scratches. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown as follow up attempts were unsuccessful. Reporting out of an abundance of caution.